Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the stem inserter broke off in the stem and was not retrieved.

Manufacturer narrative:
Examination of the returned instrument confirmed a portion of the threaded tip broke off. The root cause is attributed to misuse and heavy usage. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Provided information states the threaded tip broke off while the surgeon was trying to extract the stem by hitting on the inserter. A two-year search of the complaint database found additional reports for this product code that were attributed to misuse; the inserters were used without the outer guard component which protects the inserter. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.